Event description:
Reference number (B)(4). Event occurred in spain, it was reported that patient faced 3 infusion set cannula kinked events on (B)(6) 2024. The infusion sets was in use for few hours. Patient noticed the symptoms within 3 hours of insertion. Patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.